Manufacturer narrative:
One medfusion 3500 pump was returned for analysis due to displaying a plunger alarm. There was syringe plunger error in history. The reported issue was confirmed after inspection and was found to be due to the flippers sticking up. The issue is from normal wear and tear. The device was repaired and recalibrated. . A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received that device had check syringe plunger error / system failure. No adverse effects reported.